Event description:
A malfunction alarm identified as malfunction 16-0x20e6 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share an alternate method of insulin therapy.